Event description:
This notification was opened for review for a everflo device that was returned to third party service center with an allegation of compressor issue. During the evaluation of the everflo device at the third-party service center the customer allegation was not confirmed. The compressor was found to be working properly the problem came from the sieves, that clogged and the compressor was overheated. The device was found to have the compressor plugs & main fold melted and opi concentrator tubing was twofold. Additionally, the inlet filter needed to be replaced due to preventive maintenance. The capacitor was discharged (electrically defective). The device has been repaired.